Event description:
No new information.

Manufacturer narrative:
H3: the cable was damaged upon receipt, but it required a cable on backorder in order to test so it was scrapped at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6). Product type recharger product ID 37751 lot# serial# (B)(6). Product type recharger product ID 37651 lot# serial# (B)(6). Product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the circumstances that led to the dtc connector pin damaged was it wore out as far as the patient could tell. It was noted the patient's back pain was constant every day. The patient stated that the issue was resolved and everything was working properly.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger, product ID 37651, serial# (B)(4), product type recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that two weeks ago pt was unable to charge their recharger which eventually left the pt unable to charge their implant. Pt stated that their back was "killing" them and when the implant works their implant helps a lot. Pt stated that when they plugged the recharger into the wall they heard a beep but they're unable to get the recharger to charge. During the call pt noticed that the connector pin on the dtc was damaged. Pt also noticed that the charging port on the insr that the dtc plugged into looked corroded and dirty. The issue was not resolved. An email was sent to the repair department to replace the insr and dtc.